Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with a monarc subfascial hammock with the intention of treating her for a bladder prolapse condition. It was alleged that following surgery, the plaintiff "had trouble urinating, cannot sit for a prolonged period of time, suffered vaginal abdominal, leg, and back pain, neuropathic pelvic pain, recurring yeast and bladder infections, and cannot engage in sexual relations." It was additionally alleged the plaintiff "experienced significant physical, psychological stress and depression, emotional pain and suffering, undergone surgeries and hospitalizations, and has sustained permanent and debilitating injuries, disability, as well as continued problems with incontinence and prolapse."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.